Event description:
It was reported this drainage catheter was placed for a renal cyst ablation procedure. Post placement, 100% was injected through this catheter. It was noted on removal, the catheter was cracked at the drainage holes. This catheter was removed via the proximal end. The procedure was successfully completed with this unit. The patient's condition is good. This device is currently being evaluated by this manfacturer. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number. A lot search was performed and revealed no other complaints to date on this lot number. The company's follow up revealed alcohol was injected into this catheter. This device is a drainage catheter and the company's directions for use outline appropriate usage of this device. The company believes the non-indicated use of this device contributed to this event and do not attribute it to this device. The company's directions for use states" "the catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy urinary, pleural empyemas, lung abscesses and mediastinal collections... Caution: do not allow alcohol to come in contact with the catheter. Exposing the catheter to alcohol may damage the coating and the catheter.